Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient's ptm (personal therapy manager) was showing an error code of "8286" (empty reservoir alarm occurred) on (B)(6) 2014. They also saw an "8285" error code on (B)(6) 2014. It was later clarified that the code the patient saw was not "8285" but was "8254" (low reservoir alarm occurred). The physician was notified and the patient was waiting to hear back from them. The codes first appeared on the morning of report when "they" called the patient's son about the patient being in pain this morning ((B)(6) 2014). It was verified that the patient's son saw two error codes the morning of report. At the time of report while using the ptm again, the patient's son reported that just "8286" was showing and that there was no picture of a doctor with the code. It was reported that the patient was in pain and "it's not working". It was noted that the patient and their wife were on their way to the healthcare provider's office. The patient's son was worried because just monday ((B)(6) 2014) they were at the healthcare provider's (hcp) office and the physician said that the patient had enough medication to get the patient to (B)(6). Additional information received reported that the low reservoir and empty reservoir alarm/error message occurred. It was reported that the patient had missed a refill. The patient was seen in the clinic and pump was refilled. Per the hcp, as of (B)(6) 2014 the patient had not recovered, symptoms/issues were ongoing. The pump system was infusing dilaudid (0.5 mg/ml at .49957 mg/day), fentanyl (100 mcg/ml at 99.91 mcg/day), and bupivacaine (10 mg/ml at 9.991 mg/day).